Manufacturer narrative:
Patient information not available for reporting. This report is for three (3) unknown locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an osteosynthesis surgery for proximal humeral fracture on (B)(6) 2018, the centering sleeve for titanium locking screws and titanium multiloc screws could not be connected to the head of the multiloc screw. After failing many times, the surgeon tried again while seeing the connecting point and direction of the screw under direct vision. However, the sleeve could not be attached to the screw. The surgery was completed with a 30-minute of surgical delay although it was not reported how the surgery was finished. There was no adverse consequence to the patient. This report is for three (3) unknown locking screws. This is report 4 of 4 for (B)(4).